Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
A product liability lawsuit was received through a watch service. The lawsuit alleges the following: on or about (B)(6) 2023, the patient's proport, 21-4155-24, lot number 4307473 was explanted due to infection and chest wall abscess. This device was implanted for the purpose of administering chemotherapy and other treatments associated with testicular seminoma and lymphoma on or about (B)(6) 2023.

Manufacturer narrative:
G1 - mfg contact office city was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.